Manufacturer narrative:
The insulin pump was received with no unexpected excessive no delivery alarm. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm and displacement tests. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and that she experienced high blood glucose. The customer's blood glucose was 273 mg/dl. She changed the infusion set and observed drops, but believed that the issue may have been insulin pump-related. She rotated the insertion sites and treated with a manual injection. She stated that the no delivery alarms and high blood glucose issue had been occurring for the last 2 weeks of using a previous insulin pump. The customer's blood glucose at the time of the alarm was 372 mg/dl. She complained of thirst. She was assisted with a 5 unit fixed prime and confirmed that insulin did exit. She found a bent infusion set cannula. She noted that she was on her lower back and had rolled into it. She was advised to return the infusion set for analysis and change the entire infusion set. Troubleshoot could not be done, as the customer began crying and felt very uncomfortable using the device. The device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.